Manufacturer narrative:
One 3 lesion nt1100¿ pain management rf generator was returned for investigation. Ac power was applied to the rf generator which failed to complete the boot sequence with only a black screen displayed. The root cause of the boot issue was isolated to a depleted cmos (complementary metal oxide semiconductor) battery located in the upper assembly. Based on the information provided to abbott and the investigation performed, the root cause of the power problem and subsequent procedure cancellation was isolated to a depleted cmos battery within the upper assembly microprocessor. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Prior to a procedure, a white screen displayed then slowly turned black when the power was turned on so the procedure was cancelled. The black screen would persist and there was no response when buttons were pressed. There were no adverse consequences to the patient due to the cancellation.